Event description:
It was reported that cine runs will not save on the 9600emi system. The static images will save without any problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cine drive and reinstalled system software. The system was tested and found to be working as intended and placed back into service.